Manufacturer narrative:
Model number: 72404127, lot number: 104357003, model description: control pump fgs iz. Model number: 72400023, lot number: 890536006, model description: balloon fgs 51-60 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted because the patient became incontinent again. A new aus device was implanted. There were no further complications. It was further reported there was fluid loss from the device.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The ams800 occlusive cuff was visually inspected and functionally tested. There was a leak in the pillow due to wear at a fold from the outside in. The ams800 control pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. Device information: model number: 72404127, lot number: 104357003, model description: control pump fgs iz. Model number: 72400023, lot number: 890536006, model description: balloon fgs 51-60 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted because the patient became incontinent again. A new aus device was implanted. There were no further complications. It was further reported there was fluid loss from the device.